Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the entire length of the delivery device, confirmed that no kinks or damage was noted along the shaft. The stent was fully crimped onto the balloon. The stent was measured at 20mm in length. No issues existed with this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent length was longer than labeled. The approximately 80% stenosed, concentric, 3.5 to 4mm in diameter, and 18 to 20mm in length lesion being treated was located in the mildly tortuous, mildly calcified proximal right coronary artery (rca). The lesion was not predilated. After positioning the 3.50x20mm liberte stent, the physician could see via angiography that the stent was longer than the 3.25x20mm non-compliant balloon and the lesion. The physician measured the stent and found it to be 24mm in length. The procedure was completed with a different device. No patient complications were reported and the patient's status is okay.

Event description:
It was reported that during a stenting treatment procedure, the stent length was longer than labeled. The approximately 80% stenosed, concentric, 3.5 to 4mm in diameter, and 18 to 20mm in length lesion being treated was located in the mildly tortuous, mildly calcified proximal right coronary artery (rca). The lesion was not predilated. After positioning the 3.50x20mm liberte stent, the physician could see via angiography that the stent was longer than the 3.25x20mm non-compliant balloon and the lesion. The physician measured the stent and found it to be 24mm in length. The procedure was completed with a different device. No patient complications were reported and the patient's status is okay.